Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2013 the patient underwent an expert asian femoral nail procedure. During the procedure, the surgeon used a surgical instrument (356.207) l-spacer small adjustable. It was reported that the nail could not be revolved into place and could not be removed. The surgeon could not continue with the instrument and decided to remove it with higher force but still failed. Finally the surgeon had to remove the whole device as a unit and changed to another instrument to complete. No adverse event occurred and the patient is in good condition now. This report is for an unknown nail. This report is for 1 of 2 complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown nail. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.